Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issue led to the communication issue and overheating led to the issue of the burned distal end, both of which led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a scope communication error, and a burn on the distal end around the channel. There was no patient involvement.